Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface with locking screw, catalog #: 00599403214, lot #: 62390549, nexgen stemmed tibial component, catalog #: 00598003701, lot #: 63522868, nexgen straight stem extension, catalog #: 00598801010, lot #: 63245724, nexgen straight stem extension, catalog #: 00598801011, lot #: 63309552, block post augment, catalog #: 00599003501, lot #: 62998376, block post augment, catalog #: 00599003501, lot #: 63215891, nexgen femoral component, catalog #: 00599401592, lot #: 63237413, headed screw, catalog #: 00579104100, lot #: 63508152. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02772, 0002648920-2018-00439. Product remains implanted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to hyperextension and instability. The patient reported ongoing pain and instability. On assessment under anaesthetic, the knee was found to hyperextend, and the patella to be hypermobile. Upon resection, the patient's vmo was also sitting approximately five to six centimeters medial. The 14mm poly was extracted and replaced with a 17mm with the patient still achieving full extension. The capsule was then closed, and the vmo tightened. A pfj stabilization was undertaken with a lars ligament. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information on the reported event, it was determined to be not reportable as the patient's patella was never revised.